Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a burned cable while in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The reported issue was observed during the device evaluation. The device was determined to not meet all product specifications related to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom burns on the power cord was verified during a visual inspection when the evaluator observed burns on the power cord due to heat damage. The power cord was replaced. Should additional relevant information become available, a supplemental report will be submitted.